Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/20/2024, a sales representative reported via sems-06563780 that an unknown clearcut burr had plastic broken off the back while inside the shoulder. This has happened twice now without the surgeon applying excess pressure. The arthrex part and lot number of the device are unknown. No photos were taken. The surgeon was concerned and has completed the case by trying to fish out the chunks of clear plastic. It is stated that the surgeon believes all broken-off clear plastic pieces were retrieved from the patient. It is unknown if the patient experienced adverse effects due to the issue. There was no case delay reported. The case was completed with the same burr. This was discovered during a rotator cuff repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to prying and leveraging the device during use.